Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, due to clogging of nozzle, water removal ability does not meet specifications, image guide protector is damaged, due to wear of angle wire, bending angle in up direction and the play of the up/down knob does not meet specifications, adhesive on the bending section cover has a white clouded area, due to clogging of nozzle, water removal ability does not meet specifications, paint on the air/water cylinder is peeled, and the image guide protector is damaged. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had air/water flow issues from the air/water flow system. During inspection and evaluation, it was noted that the nozzle had foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material was. There was no delay in the start of precleaning. It¿s unknown if there was any abnormalities in the accessories used for reprocessing. It¿s unknown if the customer flushed the air/water nozzle with water and air. The air/water nozzle was not wiped/brushed with clean lint-free cloths, brushes, or sponges. It¿s unknown if the air/water nozzle was flushed with the detergent solution. They also stated since it is wiped off with a bath towel, it may have entered the nozzle. It was said that the water supply was weak recently. Based on the results of the investigation, the foreign material was unable to be identified. The event can prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system as below. [Inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.